Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member and a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary frequency. It was reported that they were concerned that the patient had been accidentally turning off their stimulator. The patient's daughter stated the patient went in yesterday to change the program and they were with the patient and noticed that the patient had been turning the stimulation off after they were done adjusting the numbers. The caller stated they thought every time the patient adjusted therapy settings, they could have been turning off the implant and the implant could have been off for months, maybe 5 months. The caller reported they had been concerned that therapy worked initially in december for a little while, then it seemed that progress stopped. When asked for event date, the caller stated probably maybe 3 months now and stated it had been tough to know because the patient had been getting several utis and stated the patient had 4 utis in the past month and a half and had not had them before. The caller stated they wondered if it was related to the implant that the patient was now having these infections. The caller stated they knew with the patient's condition that it was not going to be 100% and stated it had been getting a little better where the patient was getting enough positive intervention so when the patient tried changing the program they thought the patient was just turning it off all together so they were not sure what had been working or not yet. The caller confirmed they turned therapy on yesterday and the patient would continue to track symptoms now that therapy was on. The agent reviewed therapy overview and optimization information. The caller inquired if there was a way to know how long the implant had been off for. The agent reviewed the role of patient services. They redirected the patient to their doctor to further discuss. The caller stated they would follow up with the patient's doctor. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the stimulator being off was not determined. The most likely cause of this issue was unknown. Steps taken to resolve this issue where they contacted the patient. This issue was resolved. It was unknown if the implanted device or therapy caused the utis. It was unknown if the device caused the utis. The patient's device was intended to treat non-obstructive urinary retention. The patient did not have utis prior to implant. The uti was related to the patient's underlying condition. The uti had been resolved. Steps taken to resolve the uti were treatment and follow up.